Manufacturer narrative:
The initial reporter indicated that the affected instrument will not be returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if additional information is received.

Event description:
On (B)(4) 2012, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from university (B)(6) with the following information: during laparoscopic myomectomy, the robotic monopolar scissor broke off inside the patient. The instrument was immediately removed and disconnected from the robot, and the pieces retrieved from the patient.